Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys reportedly locked up during a procedure. A reboot restore function.